Event description:
The recipient reportedly experienced skin irritation at the implant site. The site was red and blistered. The recipient was prescribed keflex.

Manufacturer narrative:
Advanced bionics considers investigation into this reportable event as closed. The company was informed that the recipient's skin irritation has resolved. The recipient is currently doing well. The device remains implanted. This is the final report.